Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie drawer 3.2 pocket b4 was jammed. A field service engineer (fse) found plastic wrapper on the lid was not opening freely. The fse ran hardware test application (hta) to pop lid open with assistance with customer, then was able to unjam the pocket and the pocket recovery was successful after reboot. The system functioned as intended after the field service engineer repaired the device.